Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned to abbott vascular for analysis. The investigation determined that the reported balloon rupture appears to be related to operational circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the moderately tortuous and heavily calcified eccentric distal left anterior descending coronary artery. A 2.0x15 mm mini trek rx balloon dilatation catheter (bdc) was used for pre-dilatation; however, the balloon ruptured at 14 atmospheres during the second dilatation. The procedure was successfully completed with a non-abbott bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.